Event description:
It was reported that the ilet screen was unresponsive and the user could not access the unlock function; after a device restart guided by support, the device resumed normal operation and blood glucose was in range, consistent with a device display/control interface malfunction and screen component issue. No adverse clinical effects reported. Outcomes included no clinical impact and no alarms. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed normal function after reboot with no recurring issue observed. It was concluded that the event was resolved by restart, with no patient harm and no further action required.